Manufacturer narrative:
Allergic reaction, as noted in the IFU, and the risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Also, the IFU states that the xience v stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. The allergic reaction was treated by changing the patient's medications. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient was having an itchy reaction following the placement of a promus stent. The physician thought it may have been a reaction to plavix, so the patient was switched from plavix to prusargryl and treated with benadryl. Reportedly, the patient feels better after the medication was changed. It could not be confirmed whether or not the reaction was completely treated. No additional event or patient information is available.